Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was a crack in the light handle cover.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reported that there was a crack in the light handle cover.¿ a review of the device history records (DHR) for reported lot number 1722138664 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. A CAPA is currently open to investigate and address the reported issue. A production notification was also provided to personnel to heighten awareness of the reported complaint. One (1) sample was received absent original packaging and lot number. A visual evaluation was performed. A cracked section of the cone was observed. The reported customer complaint is confirmed. A root cause could not be determined. A formal CAPA investigation is currently in progress. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.